Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with an infection that developed at the infusion site (leg) while wearing the pod between 25 and 36 hours. It was reported that on (B)(6) 2026 the patient¿s blood glucose levels rose to 20 mmol/l (360 mg/dl) and the infusion site was inflamed, red and painful. The patient¿s parent called the hospital and was advised to remove the pod. The next day, on (B)(6) 2026, the site had not improved so the patient visited a general practitioner who diagnosed a skin infection. The patient was treated with a 5-day course of flucloxacillin 500 mg to be taken 4 times a day.